Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. The patient stated that he was currently connected and saw no leaks in the supplies. Gts had the patient cycle power to the "press go to start" prompt. The patient elected to discard the supplies and start over with a new setup. No injury or medical intervention was reported. Product surveillance contacted the patient's dialysis nurse. The nurse stated that there were no adverse events and that the patient was currently performing therapy without complication.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during initial drain was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A batch review could not be conducted as the lot number is unknown.